Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported when the end user attempted to switch modes the device alarmed and the screen froze while the device was in use on a patient. The user was unable to switch to any other screens. There was no patient harm.